Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the flanks on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 using cooladvantage coolcurve+ advantage applicators, on (B)(6) 2019 in the lower abdomen using cooladvantage+ coolcore advantage+ contour applicator, on (B)(6) 2019 in the upper and middle abdomen using cooladvantage+ coolcore advantage+ contour applicator, and on (B)(6) 2019 in the upper abdomen using cooladvantage coolcurve+ contour applicator who was assessed and diagnosed by a physician on (B)(6) 2019 with paradoxical hyperplasia (pah/ph) to the upper, middle, and lower abdomen and bilateral flanks.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the flanks on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 using cooladvantage coolcurve+ advantage applicators, on (B)(6) 2019 in the lower abdomen using cooladvantage+ coolcore advantage+ contour applicator, on (B)(6) 2019 in the upper and middle abdomen using cooladvantage+ coolcore advantage+ contour applicator, and on (B)(6) 2019 in the upper abdomen using cooladvantage coolcurve+ contour applicator who was assessed and diagnosed by a physician on (B)(6) 2019 with paradoxical hyperplasia (pah/ph) to the upper, middle, and lower abdomen and bilateral flanks.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.